Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. There was one patient alert for left ventricular (lv) pacing impedance greater than 2500 ohms on (B)(6) 2005. The weekly pace lead trend data shows an abrupt increase for minimum and maximum lv pace impedance of 712 to 16,382 ohms peak between (B)(6) 2005.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.